Event description:
It was reported that the insulin gauge on a customer's pump displayed an amount different than expected, with a fill estimate issue showing only 8 units instead of the expected 230 units. There was no adverse impact to the customer's blood glucose level. The customer was advised to monitor the situation and follow up if necessary, and technical support assisted in reloading the same cartridge and sent an email with cartridge-load instructions.